Event description:
The dentist reported separating a file in the patient's tooth during a dental procedure. The patient was referred to an endodonotist for further treatment. Patient follow up will be required and reported, as information becomes available.